Event description:
Additional information was received confirming the problem was discovered during preventive maintenance. There was no patient involvement or harm. The was no intervention required.

Manufacturer narrative:
One device was received for investigation. The device was visually inspected and functionally tested. The reported complaint was confirmed, the manometer was out of specification. No action taken. The customer requests to return their device unrepaired. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Manufacturer narrative:
Date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the unit was not working properly. Patient involvement unknown.